Event description:
Patient was revised to address osteolysis and poly wear on the lateral side of the insert.

Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine and insufficient information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.